Manufacturer narrative:
Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Model number: model number was not provided, and the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. PMA/510(k): unknown as model number was not provided. The device was not returned for analysis. The serial number and the model number for the device was not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intra ocular lens(iol) was explanted from patient's operative eye in a secondary surgical procedure. The replacement lens is a zcb00 model lens. No further information provided.